Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, accucath placement - needle visualized in vein, blood return present, guidewire advanced smoothly with no problems, catheter advanced smoothly with no problems. When safety push button was pressed, the needle did not retract; instead the housing slid forward toward the catheter hub. When the clinician pulled back gently on the needle/housing to remove it from the catheter, she felt resistance and instead removed the needle/wire/catheter all together as a unit, and was then able to nudge the needle into the housing. Patient had an additional needlestick to place an IV. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a malfunctioning safety mechanism is unconfirmed because the problem could not be reproduced. One 20 ga accucath ace was returned for evaluation. An initial visual observation of the returned accucath ace revealed blood use residues throughout the device. It was observed that the safety mechanism was correctly engaged upon the return of the device. A functional test of disengaging the safety mechanism to test the safety mechanism. It was observed that when the safety mechanism button was pressed, the needle retracted into the housing as intended. Observation of the needle housing drawing towards the needle is likely due to resistance the needle may have encountered during attempted safety mechanism engagement. The spring activated safety mechanism is designed to retract the needle into the housing of the device, but if the needle is experiencing resistance, the spring will pull the device housing down the needle shaft. This complaint will be recorded for future trending and monitoring purposes.